Event description:
The following has been reported: "no mains indication and machine is not switching on. Power supply faulty." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.